Event description:
It was reported to philips healthcare that it was noted during testing that the heartstart mrx therapy knob failed.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.